Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 25mcg/ml; dose 10mcg/day), hydromorphone (concentration 7.5mg/ml; dose 3mg/day), and bupivacaine (concentration 1.5mg/ml; dose 0.6mg/day) via an implantable infusion pump. On (B)(6) 2016 the patient presented to the emergency room (ER) and was unresponsive. It was unknown if the patient had received too much medication due to incorrect programming of the pump, personal therapy manager (ptm), or both; a pump malfunction; or if the patient had taken too much oral medication. The patient was admitted to the hospital and was placed in the surgical intensive care unit (sicu). The pump was interrogated and the logs were read. The programming was verified to be correct for both the pump and the ptm. The physician assessed the pump and aspirated all medication to compare the volume removed with the expected volume shown on the clinician programmer. The expected and actual volumes were the same. The patient was programmed to a lower simple continuous dose and was given narcan to reverse the possible overdose she may have received. The medication remained in the pump. Since all programming and medication was verified and determined to be correct, it was believed that the patient may have overdosed on oral pain medications or benzodiazepines. A urine drug analysis was ordered and blood was drawn for a toxicity analysis. The event was possibly due to oral medication compliance. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. Patient status at the time of the report was unknown. Additional information was requested regarding drug information, patient medical history, indication for pump use, results of the urine and blood tests, the cause of the unresponsiveness, resolution of the event, and patient information. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a company representative who indicated that the patient's date of birth was (B)(6). The compounded baclofen lot number was not available, and the medications in the pump were compounded. The patient had a medical history of fbss (failed back surgery syndrome), which was also the diagnosis for use for the infusion system. The results of the blood and urine tests were unavailable. In regards to the cause of the unresponsive event, it was believed that the patient had overdosed on oral medication. Although the physicians were awaiting test reports for the final conclusion, it was thought that it was some type of benzodiazepine. The patient had been discharged from the hospital where she was admitted through the emergency room, and the patient had been admitted to a psych ward at another hospital. The pump that was currently implanted was not registered at the time of implant; therefore, the representative was working with the hospital and physician's office to obtain the details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.